Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during transurethral right ureteroscopic holmium laser lithotripsy and ureteral stent implantation, the ureteral stent was fractured when it was opened during the procedure. The procedure was completed with another of the same device.